Event description:
The patient had a return of nausea symptoms subsequent to 2 episodes of significant abdominal trauma. Interrogation of the device diagnosed a malfunction in "lead 3" (high impedance measurements). X-rays that were taken showed no obvious lead fracture. The patient was taken to surgery for exploration and replacement of lead 3. During the surgical procedure, it was noted that there was a crack in the neurostimulator casing were lead 3 docked in such a way that blood filled the track which encased the exposed end of the lead. This appeared to go in through one of the screw holes. The physician replaced the device. Good impedances were then achieved-approximately 600-700 ohms with normal voltage. The patient outcome was reported as recovered without sequela.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.